Event description:
In 2008, the mother had the optiflex iii positioned on an ottoman with a blanket over it. The unit was in operation when the child placed his hand under the foot bar. The foot bar reportedly came down in a crushing action and trapped his wrist under the foot bar. The mother cut off power to the unit. She tried to free him from the device but was unable so she called paramedics. The fire dept used the jaws of life to free him. The mother was told by paramedics they thought the child would be fine. She did not seek further medical treatment, but said he does still experience pain in his hand.

Manufacturer narrative:
Prod user manual, per attachment, warn of using device in a manner described by the user. Awaiting return and eval of the device.